Event description:
Customer reported a past high blood glucose event, though the specific level was not known as it displayed "high." Cause was not known. The situation was managed by administering a correction bolus via the pump. Technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer understood and acknowledged this advice.